Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 5 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 53 was recorded at 08:33:22 am to 08:38:22 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 08:08:22 am on (B)(6)2020. Continuous glucose monitor (cgm) values of 46 to 52 mg/dl were recorded at 09:03:22 am to 09:23:22 am on (B)(6)2020. Continuous glucose monitor (cgm) values of 42 to 53 mg/dl were recorded at 09:38:22 am to 10:13:22 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 09:03:22 am on (B)(6)20. A user initiated tubing fill of size 10.91 units was observed at 02:23:21 am on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 10:28:22 am to 10:43:22 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 10:28:22 am on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 5:23:22 pm to 5:48:22 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 5:23:22 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:09:38 pm date: (B)(6)2020 iob: 1.46 time: 12:35:44 pm date: (B)(6)2020 iob: 2.37 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.